Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical has reviewed the details surrounding the incident and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will continue to monitor its vigilance systems for any developing trends. This document represents the initial and final report.

Event description:
Procedure performed: laparoscopic sleeve resection reoperation. Patient had a sleeve resection on (B)(6). The patient had to be re operated because there was a bleeding. During the operation they noticed that there was a bleeding at the staple line. Second the omentum was oozing at the entire line were voyant was used. The patient used anticoagulation medication but this medication was stopped 2 days prior to surgery (surgery on (B)(6)). Because of another incident that week in regards to insufficient hemostasis they doubted the sealing capacity of voyant ( only hemostasis in omentum not at the staple line). No sample is returned, because the incident took place after surgery. Additional information received per email from the mis on 24oct2017 that there were two separate bleeding locations during the lap sleeve re-operation. There was one specific point that came from the staple line. They had to oversew it/staple it. There was also diffuse bleeding in the omentum, were the dissection took place. The surgeon thought that this could be of insufficient sealing, however he was not 100% sure. Because of the case a day earlier ((B)(4)) he doubted the sealing capacities of voyant, but it could also be a coincidence. The surgeon did however mention it and also stated that they look at all medical equipment more precisely when something like this happens. Additional information received from tm on oct26 that bleeding came from omental arteries and veins. The patient didn't have any hypertension. Patient is ok. Not sure if the incident was related to the voyant.